Manufacturer narrative:
Per the tandem user guide, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use longer than 3 months. Customer¿s blood glucose was 262 mg/dl. No additional event information was available. Tandem technical support instructed the customer to use a new transmitter.